Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. Pump error 63 confirmed in pump history due broken keypad assembly. Pump received error 25 due to non-sleep anomaly software error. Pump did not have any unexpected pump error 23 alarm noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump alarmed for multiple pump errors and power error alarm detected. Customer¿s blood glucose was 154mg/dl. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. Insulin pump will be returned for analysis.